Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, during the flushing, the catheter ruptured. PICC was removed and replaced by a needle cannula.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc catheter. The returned product sample was evaluated and multiple circumferential splits were observed between the molded joint and the 0 cm mark in the catheter tubing. The surface of the catheter tubing was discolored and multiple cracks/fractures were observed in the material surrounding the split. No specific evidence was observed during the investigation which supported a specific root cause for this event. The features and location of the split suggested chemical degradation, catheter securement, and/or catheter access/maintenance techniques may have contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, during the flushing, the catheter ruptured. PICC was removed and replaced by a needle cannula.